Manufacturer narrative:
Concomitant medical devices: product ID: 3889-33, lot#: va269q8, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 06-mar-2024, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their physician is planning to perform some type of revision procedure on monday because they did tests on the interstim system and determined 2 wires are not connected. Patient indicated the doctor is planning to do a test period to make sure the wires are in their correctly. Patient lost their programmer and wanted to contact a rep to turn therapy off prior to this procedure. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Recommended contacting dr. Yi's office as they may already be planning to have a rep present and can contact one if necessary. No symptoms reported.